Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient received "shocks for five days" and it was determined the "leads were frayed." It was noted the leads were competitor products. The patient later reported further information revealed "the wires were not frayed" and the shocks were due to "static electricity from a recreational vehicle (rv) or an extension cord in the rv" which was "interfering with the device." Follow-up with the physician's office was attempted but no information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.